Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 22mar2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was damaged. Report 2 of 4. The following information was provided by the initial reporter, translated from portugese to english: he caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved nph and regular in which situation was the deviation identified? During use on the patient/contact with the patient. Has there been any damage to the health of the patient or the professional who handled the material? No.

Manufacturer narrative:
E.1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was damaged. Report 2 of 4. The following information was provided by the initial reporter, translated from portugese to english: he caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved: nph and regular. In which situation was the deviation identified? During use on the patient/contact with the patient. Has there been any damage to the health of the patient or the professional who handled the material? No.

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary: the following fields have been updated due to additional information: h.6 investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was damaged. Report 2 of 4. The following information was provided by the initial reporter, translated from portugese to english: her caregiver got in touch to say that her mother has been using bd needles to administer insulin for many years, but this is the third pack that she has noticed a change in the quality of the needles. She said that the needles are thinner and when she applies them, she has difficulty finishing the application and they almost break in her body, the other two batches used no longer have the numbering and of the batch reported he had a problem with the 8 syringes used and has one for collection and does not want a replacement because he said he will no longer use the bd syringes. Medication/substance involved nph. And regular *in which situation was the deviation identified? During use on the patient/contact with the patient. *has there been any damage to the health of the patient or the professional who handled the material? No